Manufacturer narrative:
The customer's complaint of error 255-16-275 was confirmed and replicated during testing. Review of the pcu error logs confirmed 3 occurrences of system error code 800.8000 (pcu15_general_os_failure). Soft fault 255-16-275 is also associated with the 800.8000 system error; however none of the errors occurred on (B)(6) 2016 at 9:00am as reported by the customer. Review of the logs confirmed that the last instances of the 800.8000 errors occurred on (B)(6) 2016 at 4:47 pm. Testing confirmed that the 255-15-275 error was found to occur after an infusion on a pump module had been started immediately following the occurrence of a "safety clamp open/close door" alarm. The root cause of error 255-16-275 is a software timing issue related to starting the infusion on the pcu at the same time as clearing the alarm event on a pump module.aa

Event description:
The nurse reported that a pcu and four modules were being programmed. When programming the last infusion on channel d which was being used to infuse fentanyl, it was noted that the pcu was not displaying the medication, rate or dose on that channel. "Channel select" was pressed and the fentanyl concentration and dose/rate that had been programmed displayed as infusing, but when "start" was pressed again, the medication did not display for the channel. When the channel was pressed tightly against channel c to ensure it was attached, the pcu displayed a system error, code 255-16-275. The infusions kept running and a new pcu and 4 channels were programmed. There is no report of any patient harm or medical intervention.